Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system one patient was missing. The technical support specialist (tss) dialed into the es server, reviewed device settings, increased inactivity admission to 20 days, verified patient visibility across devices, and advised the rn to contact adt for further patient detail updates to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient's information was missing. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, there were no delay to patient care and adverse events or injuries reported based on this incident.